Event description:
The patient was being treated with the symmetric biphasic waveform when they complained of receiving an un-intended output. No treatment was required although treatment was interrupted. The pt's progress was not impeded.

Manufacturer narrative:
The device did not have the field correction software installed per FDA recall. The new revision of software would have detected this problem.

Event description:
The patient was being treated with the symmetric biphasic waveform when they complained of receiving an un-intended output. No treatment was required although treatment was interrupted. The pt's progress was not impeded.

Event description:
Therapist received an un-intended output during a self-administered electrotherapy treatment.